Event description:
A distributor reported that they had received notification from a surgeon that a memory lens implanted in 1999 had been explanted in 2005 due to opacification. Request has been made for additional information. However, no further information is available at the time of this report.